Manufacturer narrative:
Invacare was made aware of an event in the (B)(6) involving an action 3ng sp manual wheelchair, which was manufactured by invacare (B)(4). The myon wheelchair, made at invacare owned invamex and sold in the us, has been determined to be similar in design. The action wheelchair has not been returned to invacare (B)(4) for an evaluation despite being requested. It has not been confirmed if the wheelchair malfunctioned. If additional information be comes available, a supplemental record will be filed.

Event description:
The patient was using a 3ng sp wheelchair without anti-tippers unsupervised. He was on a ramp using the weighing scales, when he tipped back in the chair, hitting his head. It was reported the patient passed away on the day of the incident.